Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) was reviewed for the reported serial number. However, investigation marked that the medical event date was reported prior to product manufacture date. Additional due diligence communication was made to verify the reported medical event date and manufacturing date. Therefore, abbott diabetes care is unable to determine if this particular sensor could have replicated the customers complaint. At this time, the product has not yet been returned for this complaint. In future when product is returned, the case will be re-opened, and a physical investigation will be performed. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced blurred vision and stated that they felt like they were going to pass out. The customer self treated with insulin, and then contacted a healthcare professional (hcp). The hcp measured the customer's blood sugar levels and gave the customer unknown medicine for diagnosis of hypoglycemia. The customer stated they were hospitalized but did not provide any additional treatment details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4: is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced blurred vision and stated that they felt like they were going to pass out. The customer self treated with insulin, and then contacted a healthcare professional (hcp). The hcp measured the customer's blood sugar levels and gave the customer unknown medicine for diagnosis of hypoglycemia. The customer stated they were hospitalized but did not provide any additional treatment details. There was no report of death or permanent impairment associated with this event.